Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. The device was started in application and no problems were found with the pump beeping. The downstream sensor will be replaced as a preventative measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump kept beeping. There was no patient involvement.